Manufacturer narrative:
The customer service representative reviewed the module logs and recommended the customer perform a precision study to determine if the ict probe should be replaced. The customer determined the part should be replaced, and replaced the ict probe. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) initial sodium 107 mmol/l, repeated sodium 138 mmol/l, repeated same sample on another analyzer sodium 138 / 139 mmol/l. The lab issued corrected results to the floor (sodium 138 mmol/l). No adverse impact to patient management was reported.